Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia, hypoglycemia and diabetic ketoacidosis. Customer¿s blood glucose level was 35 mg/dl at the time of incident. Customer other relevant blood glucose level was 300 mg/dl. Customer treated high blood glucose with manual injection. Customer declined trouble shooting for high and low glucose. The insulin pump will not be returned for analysis.